Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the small and large knobs were articulated counterclockwise. A functional evaluation was performed. The device was plugged into the controller. Pixelation was displayed without any manipulation to the device, confirming a visualization issue. No damage was observed to the camera wires at or inside of the camera housing/cap. The allegation of a visualization issue was confirmed, however curve trace did not reveal any open signals and x-ray did not reveal any issues. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The investigation concluded that the condition of the returned unit was not consistent with the reported complaint incidents of ¿inadequate visualization ¿ poor image quality¿ and ¿loss of visualization,¿ the device was analyzed as ¿inadequate visualization ¿ pixelated image,¿ confirming a visualization issue. The device was also analyzed as ¿working channel sleeve protruding from spyscope ds.¿ further investigation revealed that the working channel sleeve protrusion issue is caused by an inadequate bond b. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the screen would flash on and off, and then it would turn black. When the image finally came on, it looked pixelated and then it would turn back off. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.